Event description:
The customer reported that during a patient event, their device had lost power after the user pressed the analyze button. There was no additional information provided regarding the event or the outcome of the patient.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. The service representative reloaded the device software as a precautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
Upon an additional testing performed by physio-control, the reported intermittent loss of power issue was observed. Physio-control replaced the battery and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: date of event - (B)(6) 2013. The initial medwatch report should indicate: date of event - (B)(6) 2013. Additional information: through an evaluation of the electronic device data, the reported issue was verified to have occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.